Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit passed displacement test.

Event description:
Customer reported that the insulin pump alarmed during manual prime and was unable to exit from preparing to prime loop. Nothing further was reported.